Manufacturer narrative:
Follow up 15-feb-2016: follow up attempts were made, without response to date. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had allergy to nickel. She underwent a hysterectomy to remove essure, one month after insertion. This event is listed in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to this device. In addition, some patients may develop an allergy to nickel if the device is implanted. In the present case, no typical allergy symptoms were reported. However, given the compatible temporal relationship and nature of the reported event, causality with essure cannot be excluded. Additional non-serious events were reported. This case was regarded as incident since a device removal was required. Seriousness criteria life threatening and hospitalization were mentioned, but not specified and/or assigned to one of the events. Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect was excluded. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case# mw5055956) in united states on 22-oct-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. Immediately after the essure were placed in her body, she had reactions. She felt terrible and started to feel pains all over. She contacted the doctor who told her that she had the flu. She told her that something was very wrong in her body. She was allergic to nickel which was what the problem was. She had to get a hysterectomy in order to get the small metal coils out. Essure explant date was reported as (B)(6) 2009. She was left with only a right ovary. She had experienced blue cell necrosis. In order words as she understood it, the cells around the coils were dead due to the nickel being on them. The doctor also ran antibiotics through her entire body because she wanted to be sure that all the infection was gone. It was a very terrible experience. They claimed that she had endometriosis which was totally not true. She has never had any problems with her female organs at all. She simply wanted a birth control method that did not require surgery. Concomitant medications reported: currently using vitamins, black seed oil, coconut oils, herbs, lemon verbena, argan oils, peppermint, lavender, eucalyptus oils. The seriousness criteria life threatening and hospitalization were mentioned in the section event outcome, but not specified and/or assigned to one of the events in the narrative. Product technical complaint investigation received on 15-nov-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment:~ based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had allergy to nickel. She underwent a hysterectomy to remove essure, one month after insertion. This event is listed in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to this device. In addition, some patients may develop an allergy to nickel if the device is implanted. In the present case, no typical allergy symptoms were reported. However, given the compatible temporal relationship and nature of the reported event, causality with essure cannot be excluded. Additional non-serious events were reported. This case was regarded as incident since a device removal was required. Seriousness criteria life threatening and hospitalization were mentioned, but not specified and/or assigned to one of the events. Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect was excluded. Further information has been requested.